Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as no foreign material was found in the channel. It is unknown if there were any deviations from the instructions for use regarding reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter address- full address name of the facility is (B)(6). Communication with the customer by service business center (sbc) olympus china conveyed that the when the scope returned to the hospital, it was found that there were foreign material on the inner wall of the channel tube (ch-tube) , which could not be cleaned, the customer stated that there was foreign material on the inner wall of ch-tube, and then it could not be cleaned. Furthermore, sbc noted , the inspection tool was required to enter into the ch-tube and check inside, since repair center (rc) had no inspection tool, the inner wall of the ch-tube could not be checked. Rc brushed the ch-tube with a cleaning brush, and noted there was no foreign material brushed out from the ch-tube; the insertion section and bending section had no indentation, the distal end and lens were in good condition, and the nozzle was slightly indented; service business center olympus shanghai quality control sbc osh (qa) contacted rc to learn that according to field service engineer (fse) the hospital used weidekang (brand) endoscope to enter the ch-tube from the channel port at the distal end, it is found that there was brown foreign material inside and then used the brush to enter the ch-tube from the channel port at the handle part, and then brushed back and forth while using the weidekang (brand) observing the foreign material, but the foreign material attached to the ch-tube was not brushed off; foreign material in the ch-tube may be found in the middle section of the insertion tube. The subject device was then sent and was received at sbc osh for evaluation. Device evaluation, the following were noted : the device ch-tube was brushed through with a cleaning brush, and no foreign material was found on the cleaning brush head. Osh qa engineer used an inspection tool to detect and entered the tool into the ch-tube both from channel port at the distal end and the channel port at the distal end. After twice observation, no foreign material was found inside the whole ch-tube . Furthermore, the following defect were identified during device inspection: the nozzle had slight press mark. According to the analysis of the test results, the reported foreign material attached to the inner wall of the ch-tube was not confirmed at osh qa. The reported foreign material issue was suspected to occur after delivery from last repair. The brown foreign material was not observed at osh qa. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported foreign matter attached on the inner part of the tube and cannot be cleaned. The reported problem was found during reprocessing. No harm was reported. No patient harm, no user injury reported due to the event.